Manufacturer narrative:
The customer reported lot number r17011083; however, this lot number is not recognized by baxter. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set split at the y-site closest to the patient, near the pump clamp. This occurred while attempting power injection of iopamidol; however, the customer confirmed that the set was only filled with saline solution at the time of the event. This issue led to saline solution spraying on either the patient or the staff. An automated power injector with a maximum pressure of 100 psi was being used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.